Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they experienced a chip in their teeth and some gum recession since starting with the aligner contraindicated.